Event description:
The 10mm ligasure device locked on the pt's left infundibular pelvic ligament and would not release for several minutes. The dr. Manipulated the instrument and it then released. A new ligasure was used.